Event description:
No new information.

Manufacturer narrative:
Analysis: h3: analysis of the ipg 3058 interstim ll (serial# (B)(6). Found the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding patient's implantable neurostimulator (ins). Upon putting the lead into the neurostimulator (ins) the physician noted that it was not inserting as easily as it usually does, impedance checks came back with the 0 electrode bring out of range >4000 on all combinations. The representative followed the protocol of increasing amplitude and pulse width and it did not clear out. The physician removed the lead from the battery, cleaned and dried it off and reinserted it. He again mentioned that it the lead didn¿t pass into the header block with its typical ease. This time impedances were off on all electric contacts. Again, the amplitude was adjusted and checks re-ran per sop. This did not fix the problem. This was done one more time with the same issue resulting. The lead was then tested using the 357501 test cable and they were able to witness an appropriate motor response on all electrodes at amplitudes of 1.5 as we did during initial placement. The physician at this time requested a new battery. No known factors. The issue was resolved at the time of this report. Device would be returned and new ins was used. Th ere were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from rep stated that the greater impedance cause was not determined. The rep have the device and will be returning it once they get a return mailer kit.